Event description:
Consumer states that there are clips that hold the backrest to the rollator that she broke off in transporting the rollator. Consumer states this is her mother's rollator that was given to her mother second hand. Consumer did not have the model or lot number of the rollator.